Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture before use. A photograph of the device has been sent by the customer. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made, however only pictures were returned. Should the device be received by baxter for evaluation, upon completion of an evaluation via pictures, or if any additional information becomes available a follow-up report will be submitted. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary:baxter received a photo of the sample for evaluation. The reported condition of a ruptured reservoir was confirmed via photographic evaluation. The root cause was determined to be a manufacturing defect. No additional observation was noted from the photo.